Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient showed up to the clinic with a damaged driveline which had been previously repaired with rescue tape. When the driveline was repositioned, the pump speed dropped from 10000 rpm to 2700 rpm so the clinic decided to admit the patient. The patient¿s log files were reviewed and revealed that multiple clock not set alarms had occurred due to a complete loss of power to the system controller. The patient¿s log files also contained 11 low speed advisory alarms between 3:17 pm and 3:20 pm on (B)(6) 2022, while they were connected to the power module. It was also noted that the patient reported feeling acute onset shortness of breath and chest palpitations with the speed drop but no pump stop occurred. X-rays revealed that there was not enough cable length available for a second driveline repair. The patient was instructed to use an ungrounded cable with the power module for wall power source at home and while at the facility. No additional information provided.

Manufacturer narrative:
The patient's driveline was repaired with rescue tape under manufacturer report number 2916596-2021-06562. The patient had a previous driveline repair under manufacturer report number 2916596-2018-01731. Manufacturer's investigation conclusion: review of the submitted log files confirmed events that appeared to be consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files recorded low speed events on (B)(6) 2022 while the patient was partially connected to the power module. Prior to the events, the pump appeared to have operated as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) and (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-13772.